Event description:
Second to third-degree burn under one of the dispersive electrodes (upper right anterior-lateral thigh). Silvadene ointment was applied to the site. The surgeon also noted the pt to have sustained a footdrop injury. Further assessment of the pt's condition is pending physician's evaluation.